Manufacturer narrative:
Concomitant medical products: 5024m-58, lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an atrial lead warning occurred due to high impedance measurements. The patient was seen in the clinic and no lead issues were identified. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.